Manufacturer narrative:
The service evaluation did not confirm the customer reported issue as there was no foreign matter at the forceps channel. However, the foreign matter was found exiting the suction channel and the air/water nozzle was clogged with foreign matter. Both the suction and the air/water flow is restricted due to clogging. Additionally, the adhesive of the bending section cover is cracked and cloudy. The angulation is insufficient due to a stretched angle wire. The control knobs have excessive play due to a stretched angle wire. The suction cylinder is scraped. The insertion tube has discoloration. There are cosmetic scratches on the switch button #1, the insertion tube, and at the distal tip cover. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus (omsc) was informed that the customer evis lucera elite gastrointestinal videoscope has ¿foreign matter in the forceps channel." The customer reported problem was found during an unspecified event. No death, injury, or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation and additional details of the event. Olympus follow-up with the customer to obtain additional details of the event, the customer further reported it is unknown when and where the reported event was found. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. There were no previous repair records for the device. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the severe noise generation occurred due to a damaged/broken contact pin inside the video connector socket. However, the cause of the broken contact pin inside the video connector socket could not be conclusively determined. Olympus will continue to monitor complaints for this device.